Event description:
During a post-implant follow-up examination, exposed urethral bulking implant material was observed in the patient's bladder. The exposed material was removed via cystoscopy with grasping forceps. No further complications have been reported.